Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4) implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a male patient receiving intrathecal morphine 20mg/ml at 2.988 mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain, failed back surgery syndrome, and post-laminectomy syndrome. The physician reported a reservoir discrepancy two refills in row (successive), where the reservoir volume was more than expected. A catheter dye study was negative for an occlusion. The pump was explanted on (B)(6) 2015, and during the procedure the catheter was aspirated on operating room table. At the explant the reservoir volume aspirated was the volume that was expected. It was unknown if the issue had resolved. The patient status at the time of this report was "alive- no injury." If additional information (patient symptoms) is received this report will be updated.